Event description:
During product evaluation, the pump's batteries were found to be depeted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional infomation is available.